Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic roux-en-y, the clip scissored. Opened a second applier and finished the case. No pt consequences.